Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Provider states that the right side bar handle broke off. Also, upper support tubing is bent.